Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2014. The pt's sister reports that the pt was wearing the device at the time of death. The flag files reveal that the battery was removed from the device on (B)(6) 2014 at 11:51:03 and the device shut down. The pt's sister alleges that the pt removed the battery due to alarms. The ems was called, but the pt had already passed when they arrived. There is no indication to suggest that the lifevest caused or contributed to the pt death.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the failure was isolated to an open f1 fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Pt's monitor has not been returned. Review of the pt's flags does not indicate any device malfunction. There is no indication to suggest that the lifevest caused or contributed to the pt death. Usage of device: electrode belt (B)(4) - initial use.